Event description:
It was reported that prior to the start of a da vinci-assisted wedge to completion lobectomy surgical procedure, customer reported that they were unable to get the system to communicate. Prior to calling in, customer power cycled the system multiple times with no change. Technical support engineer (tse) walked customer through a hard power cycle, but issue persisted. Tower power button continuously blinked blue. Tse was not able to view system logs. Customer shared they will move an available system into the room to complete procedure. The procedure was converted to another dv system with no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. This unit was installed on the dv5 in-house test system. Programming was unsuccessful. The vision side cart (vsc) power button was flashing blue and the touchscreen has a blank screen. The patient side cart (psc) touchpad announced a message that it was not connected to the robot tower. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the test and findings, failure analysis was able to conclude that this bricked/corrupted board was verified to be the root cause of the reported failure.